Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 8, 2007, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra meter read inaccurately high. The medical affairs specialist (mas) spoke with the mother on november 15, 2007 to obtain additional information included below. The patient has had insulin dependent diabetes for 6 years, since age 2 years. In 2007, prior to dinnertime, the mother tested the patient's blood glucose and obtained a result of 341 mg/dl on the reported product while the patient was asymptomatic. The mother gave the patient 1 unit of humalog insulin and a low carbohydrate meal based on the elevated meter reading. Less than 30 minutes later, the patient was crying and complaining of his tummy hurting. The mother recognized the patient's symptoms as his typical hypoglycemic symptoms. She tested him with the reported product and obtained a result in the "300's". She immediately also tested him with the father's meter and obtained a result of 56 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The mother treated the patient with carbohydrate beverage and food. The mother reported performing out of range control solution tests and with two different vials and lots of test strips prior to calling lfs. The mother did not have control solution to perform a control solution test with the customer care advocate (cca) over the phone. The cca verified that the patient followed correct testing technique; the test strips were not expired, were not open longer than the discard date, had been stored correctly, and were in good condition. The code on the meter matched the test strip code. The meter, test strips, and control solution were replaced. The complaint is reported because the mother alleges that she gave the patient insulin and a low carbohydrate meal based on an inaccurately high reading on the lfs product. She claims that afterward the patient experienced symptoms and a hypoglycemic reading on another meter that did not correlate with an elevated reading on the lfs product.